Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on 29-november-2010. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on 10-february-2011. Information was subsequently received on 23-december-2010 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused of contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed) and the lead appeared damage at implant. There was blood in/on the helix/lobe mechanism and the lead appeared damage at implant. .

Event description:
It was reported that the leads were attempted to be implanted, but failed due to bad valve regurgitation. The leads were not implanted and were returned to the manufacturer. It was later found that the patient had died two weeks after implant. The cause of death has been requested but not received.